Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site for investigation. The event could not be confirmed. Manufacturing record review: the manufacturing records were reviewed and there were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The complaint related test is the dimensional inspection. The results show all dimensions were within specification. The complaint related test is the optical measurement performed at final inspection and the data shows the lens was within power specification. A search on complaints revealed that no other complaints for this order number were received to date. Review of complaints show the findings and resolutions are consistent. No product deficiency was found. Labeling review: the directions for use (dfu) were reviewed and adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zlb00 25.0 diopter, was performed from the right eye of a female patient because she experienced a hyperopic refractive surprise. Another zlb00 lens with a higher diopter (26.5) was used as a replacement lens. Patient has recovered. No further information was provided.